Event description:
A malfunction alarm with the code malf 0 was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was assisted by providing pump reset information and helped reset the pump. The malfunction did not recur, and the customer was advised to continue using the pump and to contact technical support if the issue happened again.